Event description:
Boston scientific received information that at a follow-up appointment the device was unable to be interrogated. Subsequently the device was explanted. It was noted that even after the device was out of the pocket, it was still unable to be interrogated. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that the device had no magnet response which indicated that a reset had occurred. The reset was determined to be due to critical parameter bank failure and corrupted memory locations. Analysis could not be ascertain where the high current originated. During testing while probing the hybrid the high current condition disappeared. The field observation of unable to interrogate the device was confirmed by analysis, however, the cause was unknown.

Manufacturer narrative:
At this time, the product has not been returned. If the device is returned analysis will be performed and the event will be updated.